Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the hasson cone accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy surgical procedure, the hasson cone accessory had a damaged crack in the clamp part. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hasson cone was analyzed and found to be broken at the clamp of the cone. There were no missing pieces found. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the accessory or inadvertent collisions with hard surfaces during handling or usage. Improper cleaning during reprocessing, such as prolonged exposure of the accessory to harsh cleaning agents, can lead to cracking and subsequent breakage. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient.

Event description:
Refer to h11 for follow-up information.